Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the sample, the defect was not confirmed; the stylet was able to be removed from the tubing. A root cause could not be determined as the reported issue was not confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 01/05/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/16/2016 that an issue occurred with a feeding tube. The customer reports three stylets were unable to be removed. The problem was noticed during unpacking. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.